Event description:
It was reported that at the user facility, the device was running without user activation. It was reported that there was no surgical procedure associated and no patient involved. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During the device evaluation, it was found that the magnet in the trigger was not fully seated. This can cause the ebox to remain activated, which is a probable cause of the device running without user activation.